Manufacturer narrative:
Product analysis :visual examination of the mas bone screw confirmed bone screw complete fracture near the neck and just below the base of the bone screw head. Optical examination did not identify material defect near the area of fracture origin, which could contribute to crack propagation. Optical examination of the fracture surface noted some fracture surface damage. Microscopic examination of the fracture surface identified gently curving convex striations through the cross sectional area of the implant, which are indicative of cyclic fatigue until subsequent mechanical failure of the implant. Dimensional inspection of neck diameter confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components. The above observations are consistent with cyclic fatigue.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Image review: construct noted at l5/s1. It was noted 15 months postop that pedicle screw fractured within the pedicle and nonunion was noted. No further surgery has been performed, however bone resorption has been noted and the patient is symptomatic with constant back pain and inability to walk extended distances. This is reportable. Sagittal CT cuts are provided showing lack of fusion within the l5/s1 disc space as well as a pars fracture at l5. Good images of the fractured s1 screws are not provided in this series. Axial views show good position of pedicle screws within the pedicles and good position of the interbody spacer, however there is discontinuity between the left s1 screw head and the threaded shaft, verifying a fractured screw.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the patient returned for revision surgery in which implants were explanted. Interbody fusion was redone via an anterior lumbar interbody fusion and screws and rods were changed to a 5.5mm construct.

Event description:
It was reported that patient underwent a surgery with minimal access surgical technique on levels l5-s1. On (B)(6) 2015, post op, the screw shaft broke off inside the patient. On radiographic and MRI scans, the screw shaft seems to be broken. The patient shows symptoms and complications related to screw breakage and non-union of the operated level. The patient did not achieve solid fusion.